Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time/date issue) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: a review of the pump¿s black box showed that the time and date was manually changed from (B)(6) 2018 at 06:25 am to (B)(6) 2018 at 06:25 pm; no activity outside of normal use was observed in the black box data. The returned battery cap was undamaged and able to fit securely to the pump. The ez-prime steps were performed correctly. The pump failed a time test due failure of the internal clock battery on the printed circuit board. The complaint of a time/date issue was unable to be adequately investigated due to an internal clock battery failure. (B)(4).